Event description:
Device complication: brekage of filter wire. Time of complication: during procedure. Symptoms: none. It was reported that during a carotid stent procedure, the filter wire broke after implantation and post dilatation. A recovery catheter was used to retrieve the filter; however, it could not be retrieved. An accunet ii recovery catheter was then used to recover the wire; however, it could not recover it as well. The dr was able to retrieve the wire with a snare device. Reportedly, the pt is doing well and there was no reported injury. No additinal info is available.